Event description:
In an effort to provide a high quality product, and to meet and comply with industry documentation standards, paramed has recently revised the paraslyde/baraslyde operations manual. The new changes include add'l details for usage of the device with step-by-step instructions and warnings/cautions.